Manufacturer narrative:
Details of complaint: the customer originally reported that the hdds on the central nurse's station (cns) were "acting up" and wanted to know how to fix the issue. They were provided with troubleshooting steps to try to resolve the hdd issue and said they would call back if it did not resolve. It was later confirmed by the customer that the switch for the cns had gone out. The customer reported that the issue was resolved as soon as they swapped out the faulty switch. No patient harm was reported. Service requested / performed: troubleshooting: investigation summary: this switch is not a nihon kohden (nk) product, it is manufactured by either dell or cisco. These switches are configured by the nk networking team to handle network communication between nk products (bedside monitors, central nursing stations, etc.). The root cause of the issue is a failed network switch. Most common causes of a failing switch are power failures or the failure of the application-specific integrated circuit (asic). The reported issue does not require further investigation through CAPA process since the issue was caused due to a third-party accessory failure and not an nk device deficiency.

Event description:
The customer originally reported that the hdds on the central nurse's station (cns) were "acting up" and wanted to know how to fix the issue. They were provided with troubleshooting steps to try to resolve the hdd issue and said they would call back if it did not resolve. It was later confirmed by the customer that the switch for the cns had gone out. No patient harm was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) switch went out. The customer also reported that the issue was resolved as soon as they swapped the faulty switch. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) switch went out.